Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient revised for aspetic loosening of cup. (B)(6) 2011 - litigation papers received. They allege that doi was on or about (B)(6), 2007. There is no new additional information that would affect the investigation. (B)(6) 2012 - medical records were obtained. Medical records indicate per the records three orthopedic screws.